Event description:
The patient reports recent bouts of pain in the chest which radiates to the left side of his neck, associated with shortness of breath and cough. He went to the hospital and was cleared of cardiac issues. During a virtual visit, the physician observed that after the patient swiped the magnet he had a very severe response and turned blue from coughing and was unable to catch his breath, which went on for about a minute. The physician did not think that decreasing settings would help as the patient has never had this sort of reaction to vns before so he thinks there is a device issue. The device was disabled, and the patient stated that a chest pain described as pressure that he thought was unrelated to vns was immediately relieved. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Generator replacement surgery occurred. Pre-op diagnostics were normal. No visual breaks or abrasions were observed on the lead but it was noted that there was condensation in a coiled part of the lead. As they were only able to see the lead in the chest, they could not see where the condensation ended. The surgeon did not want to risk going up into the neck since diagnostics were normal. He said that if the patient's adverse events continue after the replacement, he will replace the lead at that time. Surgeon noted that the surgery was done for patient comfort, not to preclude serious injury. The explanted generator has not been received to date. No further relevant information has been received to date. No known additional relevant surgical intervention has occurred to date.

Event description:
Generator product analysis (pa) was completed and approved. The proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was successfully verified in the pa lab. In addition, the septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. No additional relevant information has been received to date.

Event description:
The explanted generator was received but product analysis has not been completed to date. No further relevant information has been received to date.